Event description:
On (B)(6) 2012, the reporter contacted animas alleging that one day last week she had one low blood glucose (bg) of 38mg/dl, was in bed at the time, and was shaky and dizzy. Her husband brought her a drink and 10 minutes later she was at 148 mg/dl. The reporter stated that she has many unspecified medical conditions and is unsure of the cause of this low bg. She did not feel well enough to assist in troubleshooting. She reports she was tired and has been at doctor's all day. The issue was unresolved at the end of the call. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hypoglycemia meeting the criteria of an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. The black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten.. Current pump history show only typical usage. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump successfully completed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.